Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a por (power on reset) message on a clinician programmer when checking a consumer¿s implantable neurostimulator (ins). An ins measurement indicated that the batter was eos (end of service). The representative was going to attempt to run impedances, but did not have current settings to run a longevity estimate. No symptoms were reported. Troubleshooting determined the battery was too low to run impedances. Paperwork showed initials settings at 9v, 210 pw, 30 rate, 0-3+, and ending settings on the left 0.7v, 90 pw, 175 rate c+2- and on the right 0.5v, 90 pw, 175 rate, c+5-. There were no allegations regarding the longevity of the device and the consumer¿s family was happy with the longevity. Additional information received clarified that the left side was actually at 1.5 v and the right side was at 1.0v. The representative noted that the doctor wanted to start both sides at 1.0v with the consumer¿s replacement devices. Further information received from the representative reported that the por/eos icon had been resolved, and the cause of the por/eos appeared to be due to the ins being at end of service per troubleshooting. The ins was replaced. Indication for use included essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.